Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). Blood was on the device and the implant was connected to the core wire and protruding from the tip 8mm. The hub of the wds was protruding from the valve of the (was) 8mm. The hub, shaft, tip, core wire, and implant were examined. Wds implant unable to deploy due to damage to implant and damage to the was, so the wds cannot be removed from the was the tip was damaged. Implant attempted to be deployed during analysis but unable to due to condition of the returned device. Closer observation showed that the anchors had been damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01709. It was reported that there was a kink in the access system and recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 33mm watchman ® laa closure device & delivery system (wds) was advanced. The watchman ® laa closure device was deployed, but was too proximal. When attempting to recapture it, the feet could not be re-sheathed completely. The closure device was stuck and could not be re-deployed to attempt recapture again. An anchor on the closure device appeared to be caught on the markerband of the was. The was noted to be kinked distal to the 33mm marker, but still in the light blue area of the was. The entire system was removed from the patient and the case was aborted. There were no patient complications reported. The patient was fine.